Event description:
It was reported that the programmer occasionally froze or unexpectedly shut down during patient follow up session. It was noted that the telemetry with the implantable devices was weak even at close distances. Troubleshooting steps were taken, including rebooting the programmer, after which normal testing could be resumed. Additionally it was noted that the reports printed were fade/blurry at the top portion of the page. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer occasionally froze or unexpectedly shut down during patient follow-up testing, and that it had weak telemetry with certain implantable devices, even at a close distance. The hard drive was reimaged, reloaded, and the software was updated. It was noted that the printer drawer was missing a part and was defective - missing characters upon printing. The printer and printer drawer were replaced. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.